Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Email received from hospital that they have experienced loosening of primary tritanium cups. This to cover patient 3.

Manufacturer narrative:
An event regarding loosening involving an unknown shell was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "the primary harm involved is aseptic loosening of a tha acetabular implant. No obvious cause for this complication was reported. Further documentation required for completion of this assessment." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant concluded that the primary harm involved is aseptic loosening of a acetabular implant. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. Further information such as return of device, pre and post op xrays, patient history, surgical implant records are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Email received from hospital that they have experienced loosening of primary tritanium cups. This to cover patient 3.